Manufacturer narrative:
The t:flex pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ also, ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. Tandem's technical support educated the customer on the alarm and recommended for the customer to contact their healthcare provider before modifying the setting. Also, it was reported that the customer received a cartridge change error message during pumping. The customer loaded a new cartridge. It was noted that the customer did not see drips of insulin during fill tubing. The customer disconnected/reconnected the luer lock connection and successfully primed the tubing. The customer's blood glucose (bg) level was 470 mg/dl. The customer addressed the bg level with a bolus, walking, and drinking water.